Manufacturer narrative:
Final analysis found in partial lead insulation abrasion noted at 12.8 cm to 14.4 cm from the distal tip with exposed coils and fractured outer coil due to friction to another device. This condition could have contributed to noise problem and low lead impedance.

Event description:
It was reported that the patient developed an infection. The lead exhibited noise, low impedance, over sensing and under sensing. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.